Event description:
It was reported that low impedance and noise was observed on the right ventricular (rv) lead. Recommendations were made to bring the patient in for additional rv lead testing. Difficulty was encountered contacting the patient and setting up appointments by the clinic though the patient was being monitored remotely by the clinician. There were no known reported patient consequences.

Event description:
New information received notes a re-occurrence of large amplitude right ventricular (rv) lead noise that was reproducible with isometric testing in clinic. The potential for rv lead revision was to be discussed with the physician. There were no reported patient symptoms or consequences.

Event description:
New information received notes the patient was asymptomatic, paced at 2% and was not pacer dependent. Therapies were programmed off. No procedure was scheduled. The patient was to be seen in a couple of months in clinic for re-evaluation. The patient was stable.